Manufacturer narrative:
Concomitant product(s): product ID: neu_unknown_ext, lot# serial# unknown, product type: extension. (B)(4).

Event description:
A consumer reported the patient had a loss of stimulation, a loss of therapy, and their parkinson's symptoms were back. The patient's device was not working and they had been experiencing tremors. The stimulation used to be good, but now the stimulation was not working. When the patient went to get their staples out after implant, one of the staples was "hung up on the cable" and one of the staples was bent while being removed. It took the patient a long time to heal, but they were healed now. The patient's health care provider (hcp) said it would be okay. The patient had bumped into their head and hit the implant area. When the implantable neurostimulator (ins) was checked with the patient programmer, stimulation was on. The patient did not have the ability to change stimulation. No actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 3708660, serial# (B)(4), product type: extension. Supplemental MDR submitted to update extension serial number. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.